Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional implanted mitraclip (80209u129) referenced is being filed under separate medwatch report.

Event description:
This is filed to report the mitral stenosis. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat degenerative mr with a grade of 4. There was a pre-existing chordal rupture with flail. The first clip delivery system (cds 80209u129) was advanced to the mitral valve and the clip was placed at a2/p2. A second clip (80207u249) was implanted lateral to the 1st clip, reducing mr to 2. The pressure gradient was 3.5mmhg. On (B)(6) 2018, it was found that the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr increased to 3-4. In the physicians opinion, the slda was due to the pre-existing patient anatomy. On (B)(6) 2018, two clips (80212u260, 80409u168)) were implanted for treatment. The mr was reduced to 2-3; however, the pressure gradient was 6mmhg. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported mitral stenosis could not be determined. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.